Event description:
Initially it was reported by arjohuntleigh representative that "a patient sat in the water for a while, at 46 degrees c, suffering burns. He was transferred to the emergency rooom." From received information, first degree burns (without blisters) - red skin, occurred as a result of this incident. Reference MFR # 9611530-2014-00024.